Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous cephalic vein. A 5.0mm/2.0cm/50cm 2cm perpheral cutting balloon was selected for dilatation of target lesion. During the procedure, the balloon ruptured at first inflation. The device was simply pulled out from the body and the procedure was completed with another of same device. No complications reported and patient is stable.

Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous cephalic vein. A 5.0mm/2.0cm/50cm 2cm perpheral cutting balloon was selected for dilatation of target lesion. During the procedure, the balloon ruptured at first inflation. The device was simply pulled out from the body and the procedure was completed with another of same device. No complications reported and patient is stable. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues. No issues were noted as well with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found the shaft to be kinked at approximately 260mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.